Event description:
A pt reported blood glucose results of 15.3 mmol/l with a lifescan meter and 12.1 mmol/l on a laboratory device, performed within 1 minute of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference fo these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy.